Event description:
Customer reported experiencing high glucose levels intermittently over the past two weeks since starting with the new pump. The glucose levels increased to "high" (specific value was not provided) despite attempts to correct them. Customer took corrective action by changing insulin infusion sites and loading new cartridges and was instructed to inspect the infusion sites and tubing connections. Customer expressed concern that the pump piston might not be delivering insulin properly, pointing out that the issue arises approximately 24 hours after changing the cartridge or site. Technical support attempted follow-ups: however, communication issues were encountered. The customer was advised to replace supplies as necessary and resume insulin use. Further follow-up was scheduled to address the customer's ongoing concerns.